Event description:
The customer reported high blood glucose levels and no delivery alarms. The customer also stated that she was hospitalized for blood glucose levels higher than 500 mg/dl. The customer also stated that she was under a lot of stress. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.